Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, after patient preparation and removal of the renal introducer needle assembly from the sterile instrument kit, it was discovered that the needle cone was missing and therefore could not be advanced or punctured further. The introducer needle was immediately replaced. The device was verified to ensure that the introducer matched the needle and that the tip of the introducer was exposed beyond the needle. Reportedly, an ultrasound-guided position was reconfirmed, and the puncture biopsy was re-performed. This resulted in increased patient pain, secondary injury and increased bleeding.